Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers were failed to recover and not detected on the bus. A field service engineer (fse) identified that the slide rails and bearing cage was broken on the half height cubie. Fse replaced the cubie drawer and moved the pockets to the new drawer to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers had failed and were not detected on the bus. The customer had performed a reboot, but the issue still persisted. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.